Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was providing to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6), 2013. The cause of the exchange was noted as "thrombosis". Information provided by the perfusionist indicating that pump power baseline was at 6.5 elevations were up to 17.8 pump exchanged. Thrombus was seen on the inflow and outflow bearing. Pump disposed.

Manufacturer narrative:
The manufacturer was advised that the device will not be returning for evaluation as it was disposed of at the time of explant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.